Event description:
Rv (right ventricular) bipolar lead impedance warning on (B)(6) 2023. However, this is consistent with historic measures. Rv impedance >3000 ohms, high undefined. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).